Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. After performing the two-point calibration, oxygen alarms (151 - "o2 concentration low" and 224 - "mismatch between delivered and measured fio2") disappeared. Based on the flow feedback calculation, the fio2 calc value was always close to the setting. This suggests that the alarms were solely based on the monitoring of the oxygen sensor. In such alert conditions, a two-point calibration of the oxygen sensor is usually required, as stated in the user handbook, especially when using higher o2 values. The root cause was determined due to user has not performed a two-point calibration of the oxygen sensor. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals that alarm224: mismatch between delivered and measured fio2 alarm and alarm 151: o2 concentration low alarm was visible on the logs. After a successful 2p calibration the said alarms were no longer visible on the logs. This failure was due to lack of o2 cell calibration. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that during use on a patient, the bellavista 1000 alarm 224: mismatch between delivered and measured fio2 alarm and alarm 151: o2 concentration low alarm occurred. The patient was removed from the ventilator and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.